Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the two sets of pads were damaged during opening/removal of packaging and they were unable to attach them to the patient. The third set was applied to the patient. This increased the time it took to have the pads ready for use and increased the total anesthetic time by about 5 minutes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. However, without receipt of the electrode pads, it cannot be determined why the self-test wire did not detach from the pads. Electrodes from retained samples of the same lot number 2619b and 3919 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.